Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon wings were tightly wrapped and had not been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 21 cm distally from the strain relief. Multiple hypotube kinks were also noted on the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07dec2020. It was reported that the catheter shaft broke at a section outside the patient's body. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was advanced but it was difficult to cross the lesion. When it was pushed forcibly, it was noted that the shaft of the hand base was kinked, and eventually, the shaft became detached. It was noted that it was a separation of the proximal shaft part that was on the outside of the patient's body. The balloon was simply pulled out from the patient's body and the procedure was completed with a non-boston scientific product. No complications were reported and there was no patient injury. However, device analysis revealed a hypotube break at 21 cm distally from the strain relief.